Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. The customer biomed ordered new batteries, installed them and put the cardiosave back into service. It is the customer's understanding that batteries are to be changed every 4 years and these batteries are possibly 3 years and 6 months old. The service territory manager (stm) gave them the service manual information on battery check and replacement. The customer biomed has completed the repair. The stm however did a thorough check of the cardiosave during preventive maintenance and found no further problems.

Event description:
The customer reported that batteries failed to last the expected 4 year life. The company service territory manager (stm), arrived on site on (B)(6) 2017 to do preventive maintenance on this pump and received more information in regards to this event. The stm was told by the customer biomed that there was an incident involving a patient. The customer was transporting the patient from one facility to another. The customer indicated that they were having issues with one battery not charging properly and had also suspected an issue back in may. They decided to go ahead with transport. The cardiosave shutdown upon arrival at the second facility where it was swapped immediately with another cardiosave. No injury to patient. No adverse event reported. The incident was reported to biomed who checked out the problem.